Event description:
From staff: nurse began to do a diaper change and heard a pop when the infant started to bear down. Gastric contents started to leak around the tube and then the mic-key button fell out. Nurse practitioner notified. New mic-key button replaced. From doctor: (B)(6)-month-old female ((B)(6) weeks corrected gestational age) who underwent a stamm gastrostomy for dysphagia associated with tracheomalacia and bronchomalacia. The patient has been on full enteral feeds and is stooling regularly. Early this morning, the gastric-tube became dislodged. The balloon was noted to no longer hold air. A new 14 fr x 1.5 cm button was reportedly easily inserted with return of gas and what appeared to be gastric contents. A kidney, ureter, and bladder scan showed a non-obstructive gas pattern.